Manufacturer narrative:
No service was requested. The user facility performed testing themselves. The provided information is that the security knob falls out . The security knob secures the ventilator onto the plate on the carrier. The security knob is a captive screw and by it falling down it is the loosing of the captive function and not the securing function. Since no parts were returned for investigation, the root cause could not determined. H3 other text : 4117.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the center block of the mobile cart's console falls out. There was no patient harm. Manufacturer's ref.#: (B)(4).